Manufacturer narrative:
Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 37x3.8mm, concentric, de novo, with a >45 and <90 degree bend target lesion was located in the mid left main (lm) artery. The lesion was pre-dilated with a semi compliant balloon catheter resulting to 70% residual stenosis. A 3.50x38mm drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a vessel dissection was noted in lm. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 180mm distal to the distal end of the strain relief, there was also damage to the hypotube coating at the kink site. An examination of the shaft polymer extrusion identified a midshaft kink at approximately 98mm proximal of the port bond. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 37x3.8mm, concentric, de novo, with a >45 and <90 degree bend target lesion was located in the mid left main (lm) artery. The lesion was pre-dilated with a semi compliant balloon catheter resulting to 70% residual stenosis. A 3.50x38mm drug-eluting stent was advanced but failed to cross the lesion. Subsequently, a vessel dissection was noted in lm. The procedure was completed with a different device. No further patient complications were reported and patient's status was stable.